Manufacturer narrative:
This is one event (cardiovascular) of three events reported and associated with mdrs # 1225714-2013-00569, 1225714-2013-00570, 1225714-2013-00572, 1225714-2013-00573, 1225714-2013-00574.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on (B)(6) 2011; subsequently expiring on (B)(6) 2011 after the use of the product.